Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator node was identified as being absent. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.